Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. Customer stated they have replaced the battery, but the alarm persisted. It was also found the buttons were not working properly. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no esc or act button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.